Event description:
It has been reported to philips that fluoroscopy was not possible with the wired footswitch. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the biplane footswitch (4p +2) 4m which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an issue occurred during the diagnosis procedure. The procedure was completed as planned by removing the vinyl cover of the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found multiple failed attempts at fluoroscopy using the footswitch. Following a conversation with the client, fse determined that the vinyl cover altered the footswitch's feel and that it was unable to generate x-rays. The footswitch worked after the cover was removed. But the play of the clairvoyance foot pedal on the side was smaller when compared to the front. The actual cause of the issue was the mechanical deterioration of the footswitch. The defective part was returned for analysis, and it was concluded that no issue was identified with the wired footswitch. Fse replaced the footswitch. After replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.